Manufacturer narrative:
The bios settings were changed back to the "boot mode," the computer was restarted, and the wcomdu program booted up as intended. The computer was started several times to confirm that it functioned as intended and that the replacement hard drive was working properly. The css console then passed the console test validation protocol. This alleged failure mode poses a low risk to a pt because the issue was observed during a routine system checkout and was not supporting a pt. In addition, the css computer is a monitoring device only and does not control css console functionality. Syncardia has completed its evaluation of this complaint and is closing this file. Overall conclusions: the bios settings had been changed. This is not a common occurrence. The change in bios settings did not allow the program to execute properly. This issue was found during a console check prior to pt support. The laptop on the css console is used for monitoring purposes and does not affect the ability of the css console to perform its life sustaining functions.

Event description:
This css console was not on a pt. Customer reported that he was unable to get the css console monitoring computer to boot up prior to performing a routine console test validation protocol. A new computer hard drive was sent by syncardia to the hospital for installation by the biomedical engineer. After the new hard drive was installed, the computer still did not boot up as intended. The css console was returned to syncardia for evaluation, and the results of the investigation are set forth in the investigation report attached hereto. The css console was evaluated by a syncardia technician. The root cause of the reported problem with the monitoring computer was that the bios (basic input output) settings had been inadvertently changed from "boot mode" to "resume mode." The change in the bios settings did not allow the wcomdu program to execute properly.